Event description:
Maceration: large amount of consistent maceration.

Manufacturer narrative:
This medical device report (MDR) is being submitted by smith & nephew as a result of a retrospective review of complaints, including adverse events, as part of corrective and remediation actions following the issuance of the 483 issued november 26, 2013 to smith & nephew, inc. (B)(4). Smith & nephew is performing a two-year retrospective review of complaint files to re-assess reportability criteria and reporting decisions made for complaints recorded during the time period under review. This complaint has been re-assessed in accordance under the provisions of 21cfr 803.50 and deemed reportable as an MDR. We are submitting one (1) initial, 30 day report, medwatch FDA form 3500a, for a purported device malfunction which occurred while using the renasys f/p dressing kit md. Smith & nephew received the above product complaint for adverse event. No samples, pictures or lot number information were provided or received for evaluation, therefore, a device history record review investigation could not be performed with the limited information provided. There is no indication that negative pressure was not achieved. Complaint indicates that the dressing had a raisin-like, firm to the touch appearance, indicative of negative pleasure being achieved. Exudate flow in wound was at about 50-100cc per week. The complaint reported a leak alarm when nurse arrived to perform dressing change. The leak was located at the edges of the transparent film (drape) and was then corrected by reinforcing the dressing. Possible root causes for drape not adhering to skin causing possible leaks may be preparation of the wound area or application techniques (remnants of oil, ointment, or cream on skin) which would decrease adhesion of the film and location/shape of the wound being treated. From the complaint correspondence it was learned that the wound is an oval shape, right lower lateral ankle wound measuring 4cm. Long x 1.2cm. Wide x 1.2cm. Deep. Foot wounds can be a challenging and difficult area for negative pressure wound therapy. It can be difficult to maintain an airtight seal for wounds that are in close proximity to other structures, highly exudating wounds or irregular shaped wounds. Smith & nephew has conducted studies that addressed the adhesion properties of the drape. No delamination of the drape was noted during longevity testing and a low leak rate of 0.05 l/min was maintained after a five (5) day wound model test. The testing shows pressure profiles were within acceptable limits 100% of the time for the wear time (48 hours) outlined in the instructions for use. The results of the complaint investigation were unconfirmed.